Event description:
A caller reported encountering an error with their continuous glucose monitor (cgm), specifically an error 42, while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided detailed instructions for a complete pump reset, guiding the caller through the process. After completing the reset, the cgm error no longer appeared, and the caller successfully started their sensor session.